Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was not detected on the bus. A field service engineer (fse) worked with the escort to verify the failed drawer. Then the fse removed the drawer from the main station chassis and replaced the pixie bus, module control board and the two drawer control boards. After reassembly, the drill was reinstalled in the main station chassis, the pixie bus cable was reconnected, and the station was restarted. Once the station application had completed its launch, then the fse configured the drawer with the replacement control boards. Escort logged into the station and confirmed drawer functionality at this time. The system functioned as intended after the field service engineer repaired the device.